Manufacturer narrative:
The request by bayer medical care for a service check of the stellant CT injection system (serial number (B)(4)) was cancelled by the legal department at the reporting facility. This investigation remains in progress. Once the investigation is completed, a follow-up report will be submitted.

Event description:
The customer reported that an air injection and subsequent patient death occurred while a stellant CT injection system (serial number (B)(4)) was in use. No further information was provided.

Manufacturer narrative:
The request by bayer medical care for a service check of the stellant CT injection system (serial number (B)(6)) was cancelled by the legal department at the reporting facility. Attempts to gather additional details regarding this incident by email / phone were made by bayer complaint handling on the following dates: july 16, 2021 ( email) , july 21, 2021 (email ), july 27 (email), august 2, 2021 ( email), august 2, 2021 ( phone), and august 5, 2021 ( phone). All attempts remain unanswered at this time. In the event that additional information is obtained, a follow-up report will be submitted. This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event.